Event description:
On (B)(6) 2022, a patient in israel underwent a procedure for the replacement of jejunal tube. After an unspecified amount of time, the j tube pulled into the stomach and the retention plate was tight to the stomach. A bezoar was diagnosed.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. Code of 4581 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.